Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 3006705815-2020-02999. It was reported that during a procedure, the physician noticed that the leads had migrated laterally. Trouble shooting was unable to resolve the issue. As a result, to address the issue patient underwent surgical intervention wherein both the leads were replaced, and effective therapy was resolved.